Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an infection (cellulitis) at the ipg site. Additionally, the patient had discomfort at the ipg site. As such, surgical intervention took place wherein the ipg was explanted to address the issue. Reportedly, the infection is being treated with oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the infection has resolved.